Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the clinician questioned the integrity of the pads, admitting that no skin preparations were performed on a hairy and perspiring pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.